Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mid left anterior descending (lad) coronary artery. Pre-dilatation was performed and the 2.5x23 mm xience prime was attempted to cross the lesion but during the procedure the stent dislodged. During removal, resistance was noted proximal to the lesion. Another balloon was used to crush the stent against the wall of the artery and another stent was used to treat the lesion. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified lesion causing the reported failure to advance and subsequent stent dislodgement with the patient effect of device embedded and additional therapy/non-surgical treatment. Resistance was met during removal likely due to interaction with the calcified lesion. There is no indication of a product quality issue with respect to manufacture, design or labeling. - the device was initially reported as returning for analysis but has now been reported as being retained by the hospital.